Event description:
The advocate stated that the customer's blood glucose was tested using her contour meter. A reading of 355 mg/dl was received. The customer was rushed to the hosp where her blood glucose was retested at 32 mg/dl within 10 mins. The customer was treated with i.v. Glucose. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. Troubleshooting of the contour system was not possible since the advocate did not have control solution with him at the time of the call. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.